Event description:
It was reported the side port broke off the handle of the sheath. This occurred after access had been obtained, and the second reflexion spiral was placed. The physician suddenly noticed blood flowing onto the field. There were no reported consequences to the pt.

Manufacturer narrative:
One sheath was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Visual inspection revealed the stop cock tubing had detached from the sheath port. The tubing appeared to be intact with no material remaining in the port of the hub. A minimal amount of adhesive remained on the tubing. Dimensional testing confirmed that the tubing was of the proper dimensions. However, the length of tubing seated within the port as well as the amount of adhesive used was not to process spec. Failure to apply both of these techniques (placement of the tubing and adhesive application) would result in a weak bond which likely caused the tubing to detach from the hemostasis body. (B) (4).